Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Contrast imaging of the appendage was completed with the trusteer sheath and pigtail catheter in the appendage, and it was noted that there was a long string-like object in the appendage. Contrast remained in the distal appendage after the contrast imaging and the initial activated clotting time (act) after heparin was 199 seconds. After the pigtail catheter was removed, the string-like object disappeared. It was not on the pigtail catheter upon removal and was no longer visible in the appendage. The physician suspected it was either pulled out with the catheter or dislodged into the body. The closure device was successfully implanted in the appendage with a complete seal. The patient was discharged home with no complications reported.